Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(4) reviewed the open call for (B)(6): case #27 - od, centration is good with poor suction applanation to the eye. Minor patient movement is noted throughout treatment. Capsulotomy treatment began at frame #3 with breakthrough at frame #8. Fragmentation completed at frame #25. Both ak incisions and cci completed without incident. Posterior safety margins are set at 1mm from the posterior bag surface. Root cause: adequate suction to the patient's eye with proper docking and locking of the pid to reduce patient movement. Laser functioned as designed. No further follow up required.

Event description:
On (B)(6) 2023, whileon site ((B)(6)), dr. Reported that he noticed a smallposterior capsule tear in the temporal/inferior area on patient ID (B)(6).